Event description:
During an unknown procedure, the er320 clips scissored, another er320 was used with the same results. There was no info available on how the case was completed. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws, on both of the returned instruments, had become damaged and would not formthe clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed overa hard object, the jaws can become damaged and will not form the clips properly. Co strivesto understand each incident as it occurs in order to continuously improve the products.